Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Attempts have been made and no further information has been provided. Therefore, the reference and lot number of the product is not known. It was not possible to perform the review of the device history records. Based on the review of the case and the recurrence of this type of event for this implant, the root cause of the event cannot be determined. It could not even be possible to make hypothesis about the root cause of the event. The investigation found no evidence to indicate a device issue. No conclusion can be made with available inputs. If additional informations were received that may allow to drawn a conclusion for this case another report will be sent .

Manufacturer narrative:
Devices still implanted.

Event description:
Patient had disc replacement over a year and has been in worse pain since the surgery. Complaint received directly from our website. No other information provided.